Event description:
A customer contacted beckman coulter inc. (Bci) regarding a level sense detection problem on the au 681-02e clinical chemistry analyzer. No patients were impacted. Incorrect results were not reported outside the laboratory. Zero or negative results are repeated.

Manufacturer narrative:
After changing the level sensor, zero results were still being produced by the analyzer. The sample arm assembly was replaced. A bci field service engineer (fse) has been working with the account to resolve the issue.